Event description:
Related manufacturer report number: 2017865-2022-16078. During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) and right atrial (ra) leads. Rv and ra lead damage was suspected, but could not be confirmed, to be the cause of the event. Abbott technical support was contacted and recommended further investigation via provocative testing, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.